Event description:
The doctor reported that the abutment screw fractured 18 months post restoration.

Manufacturer narrative:
The component was discarded and unable to be visually reviewed and the complaint confirmed. No lot or order number provided. The review of the product history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.